Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause for the report of air without an alarm was undetermined.

Event description:
This is a case report received from baxter (B)(4). It was reported that on (B)(6) 2011, a home patient reported that during use of a homechoice device, she got a certain quantity of air in the abdominal cavity (approx. 500 ml). The device did not display any alarm. There was no reported problem with the solution bag (code and batch unknown) or cassette (code and batch unknown). In the hospital, no problem was detected with catheter. No more information will be made available. There was patient involvement but no injury was reported.

Manufacturer narrative:
(B)(4). The device involved in the incident is unknown. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. A batch review will not be conducted as the lot number is unknown. A follow-up report will be submitted if additional information becomes available.